Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 54 mg/dl while wearing the pod for 12 hours. The patient reports having a headache. The patient reports receiving a insulin delivery failure alarm. The patients parent reports carbohydrate counting as well as administering baqsimi (3 mg) two times by nasal inhaler. The patient was taken by ambulance to the hospital. Once at the hospital the patients blood glucose level was at 157 mg/dl. The patient was was treated with intravenous fluids as well as dextrose. The patient had milk as well as peanut butter and crackers. The patient was released from the hospital after 4 hours.